Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported data can be transmitted by test monitor but not by patient's monitor. The monitor will be exchanged. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis found that the real clock time error which is caused by the defective of printed circuit board.

Event description:
It was reported data can be transmitted by test monitor but not by patient's monitor. The monitor will be exchanged. No patient complications were reported as a result of this event.